Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the 2d images were light/washed out and kv was at 70, and the 3d scan was black. Navigation was aborted for the procedure, and a different imaging system was brought in. No troubleshooting preformed by the site. Requested a site visit. There was a 30 minute delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The computer was returned for analysis, but the site removed their hard drives before returning it. There was insufficient information to determine the cause of the event due to analysis not being able to be properly completed. If information is provided in the future, a supplemental report will be issued.